Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was from the patient and manufacturing representative (rep). The patient reported hasn¿t used her stimulator since (B)(6) 2018, patient said she didn¿t think it was helping with her pain. She was implanted with a pain pump in (B)(6) 2019 which is helping her pain. Patient just wanted the scs out since she was no longer using. The device was explanted. The issue was resolved.